Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple half height cubie pockets were failed. The field service engineer (fse) had addressed the issue where multiple hh cubie pockets had failed and were missing from the medstation application configuration. The fse had reseated the row board cable connections, reseated all cubie trays and pockets, and then tested the system. All pockets and the drawer had been successfully recovered, and the issue had been resolved. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple cubies were failed in the auxiliary drawer 5.1 which is located on cmeval3wndzone3. The customer performed a station reboot followed by a recover storage space procedure, but the issue continued to persist. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.